Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, successfully resolving the issue, and was advised to continue using the pump and to call back if the malfunction recurs.